Event description:
During baxter's eval it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the identified symptom door not fully latched alarm through the event history log as door jammed messages. Eval determined the cause to be a failed upper link switch. The upper auxiliary assembly, which contains the failed link switch was replaced.